Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced inappropriate shocks as a result of noise and oversensing. The physician noted that the patient reported receiving a shock after emisis and use of a new medication. A non-bsc technical service agent provided the physician with programming options to prevent inappropriate shocks. Additional information was sought from bsc and non-bsc local sales representatives, however, no other information was available. To date, no additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.